Manufacturer narrative:
Medwatch field b3 date of event was updated. A field service engineer (fse) checked the analyzer and found that the tubing of the cuvette rinse station was blocked, and replaced the affected tubing. No additional events occurred after the fse's actions were completed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable high lactate dehydrogenase acc. To ifcc ver.2 results from the cobas 8000 c702 module for two patients. Patient 1¿s initial result was 223 iu/l. The first repeat result was 249 iu/l. The second repeat result was 317 iu/l, accompanied by a data flag. The third repeat result was 212 iu/l. The fourth repeat result was 214 iu/l. The fifth repeat result was 221 iu/l. Patient 2¿s initial result was 302 iu/l. The first repeat result was 251 iu/l. The second repeat result was 188 iu/l. The third repeat result was 181 iu/l. The fourth repeat result was 183 iu/l. The fifth repeat result was 190 iu/l.

Manufacturer narrative:
The lactate dehydrogenase acc. To ifcc ver.2 reagent lot number is 921536, and the expiration date was not provided. The investigation is ongoing.